Event description:
A distributor reported to baxter, a complaint received by their local customer regarding a minicap transfer set which was leaking when the minicap was removed even though the twist clamp was closed. The transfer set had been used for 4 months and 15 days. The leak was noticed during patient use. There was no patient injury or medical intervention associated with this incident. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). One used transfer set was received with cap on dark blue connector and no cap on patient connector in reference to leak. A lab titanium adapter was functionally hand tightened without difficulty. The transfer set was then tested underwater and a leak was noted. The transfer set was visually inspected and noted that both of the occluder feet were broken. The complaint was confirmed in the lab for a leak. Based on the information obtained from baxter?s investigation, the root cause was not determined. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.